Event description:
The sheath hub became separated from the sheath during a case. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned in a used and damaged condition: the cap had separated from the sheath with the flare intact. Proper connector cap size, flare size and sheath inner diameter were confirmed. Per specification, this device is inspected 100%, confirming (B)(4). In addition, an instruction for use is provided that informs the end user that all catheters and instruments used with this introducer should move freely through the valve and sheath. The returned device exhibited complete hub separation from the sheath with the flare intact and no evidence of elongation, distortion or tearing. Additionally, the flare was examined and found to have been manufactured having nonuniformly round flare, thus preventing a proper seating between the cap and adaptor. The appropriate internal personnel have been notified of this complaint and we are continuing our monitoring of similar occurrences.